Manufacturer narrative:
All buttons on the insulin pump were functioning properly during testing, however, moisture damage to the keypad traces was found during the visual inspection. There were no unexpected numbers ramping during testing. The pump was received with a cracked reservoir tube lip, cracked battery tub threads, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she had a button that was stuck and her pump was not working. Customer stated that she put in a new battery and it worked, but when she pressed the up button, the number started ramping. Customer was trying to bolus when the issue occurred. Customer's current blood glucose is 425 mg/dl. Customer treated with a syringe. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.